Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was caused by a pressure sensor failure on the main board. Error e03 for pressure sensor abnormality was observed. However, the definitive root cause of the main board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported issue of the device not powering on. The device visual inspection and operational check was completed, and no abnormalities were found. The faulty parts need replacement to bring it back to olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility reported to olympus that during preparation for use, the high flow insufflation unit did not power on. There was no harm or user injury reported due to the event.